Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a loss of therapy and they were shaking more. The patient tried increasing the voltage. Normally the patient would use the patient programmer to increase voltage between 2.5 and 3.0v, but instead of seeing 2.5v they saw 150 and were able to increase to 200. The rate was increased from 150 to 200 the morning of this report. The patient was normally at 2.8v. In (B)(6) 2015, the patient saw their health care provider (hcp) and had a programming adjustment made. Since then, the patient had not tried to make any adjustments until last week, around (B)(6) 2015, when the patient started shaking. The patient was only able to adjust one setting at a time so they were able to adjust rate and not voltage. The patient's indication for use is essential tremor and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.